Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to flattened act button dome switch. Unable to prime the device during prime test due to a faulty force sensor resistor. No traces of moisture were noted at the electronic or motor assemblies during visual inspection. The device had a scratched lcd window and a broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 128 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.